Event description:
It was reported that the pump shut off unexpectedly and won't turn back on. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.